Manufacturer narrative:
Insulin pump was had unresponsive buttons at esc due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test due to unresponsive button. However, keypad flattened button dome switch (creased) was found on esc, act.

Event description:
Customer reported via phone call that the insulin pump had replace battery and low battery alarm. Customer's blood glucose level was 220 mg/dl. The device will be returned for analysis.